Event description:
It was reported that the user¿s prior attempt to pair a continuous glucose monitor resulted in a ¿sensor already in use¿ message, necessitating a change of cgm, after which the user successfully scanned and paired a new cgm without impact to blood glucose, consistent with an interoperability and procedure issue rather than a device component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem was identified, the issue was associated with improper or incorrect procedure or method, and no specific device component was implicated. "It was concluded, based on previously established findings for similar reports, that the cause was user error related to device pairing workflow."